Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose readings of 44 mg/dl. Customer stated that she does not remember programming a bolus of 5 units. The drive support cap and all settings were noted to be correct. Displacement test was also performed and passed. Customer's blood glucose reading at the time of the call was 270 mg/dl. No further information reported.